Event description:
1/3/94 total knee arthroplosty6/5/94 admitted to hosp with infected lt total knee treated with multi antibiotics to o.r. For I & d of knee drains inserted. Dischg. Home on antibiotics. 6/15/94 readmitted to hosp. For removal of lt total knee prosthesis & antibiotic leads inserted. & con't antibiotic therapy & insertion of prosthesis at a later date.